Manufacturer narrative:
H11: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system sample was not returned for evaluation but an empty device box and a provided photo only shows the cardbox label and doesn't give any further information about the reported failure which leads to inconclusive results. There was no indication of manufacturing deficiency. In this case, further information regarding the procedure was not provided. Based on the provided photo and as the delivery system sample was not provided for evaluation, the investigation is closed with inconclusive results for deployment failure and failure to expand. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the IFU state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the IFU states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The packaging pictograms indicate the use of an 8f introducer. B5, g3, h1, h6 (patient, device, component, method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent placement procedure using fluency plus endovascular stent graft for an unknown medical condition. During deployment, it was reported that the stent failed to deploy. Additionally, it was reported that the patient experienced pain, swelling and hematoma. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent stent placement procedure for an unknown medical condition. During deployment, it was reported that the stent failed to deploy. Additionally, it was reported that the patient experienced pain, swelling and hematoma. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.